Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for left ischemic ventricular tachycardia with a thermocool® smart touch® sf uni-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. Post-ablation, while visualizing the left ventricle, a pericardial effusion was noted via intracardiac echocardiography (ice). Heparin was reversed, per protocol. Pericardiocentesis yielded an unspecified volume of fluid. Patient was reported to be in stable condition. Patient was discharged from the facility without permanent complications. It was noted that it is not believed, at this time, that a bwi product was responsible for the adverse event. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.